Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Manufacturing date: 33164398 2016-06-06 33302889 2019-03-25 multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2019-00240, 9610905-2019-00241.

Manufacturer narrative:
(B)(4). 24-015-20-71 lot 33164398; 24-015-32-71 lot 33302889. Reference exemption number e2017029.

Event description:
It was reported a titanium plate was removed due to the patient's complaint of pain unrelated to the implants.